Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the v-pro max sterilizer and found the equipment operating to specification. No repairs were required; the reported event could not be duplicated. The steris technician confirmed that the employee was not wearing ppe, gloves, at the time of the event. The operator manual (6-11) states, "unload sterilization unit: steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical -resistant gloves when using the sterilization unit. In addition, the operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." A steris account manager in-serviced the facility on the importance of wearing ppe and drying instruments completely before being placed in the v-pro max sterilizer. No further issues have been reported.

Event description:
The user facility reported an employee received a chemical burn on her hand while removing items from the v-pro max sterilizer. The employee washed the affected area and sought medical treatment at the facility's ER. No treatment was administered. The employee returned to normal work duties the following day. No procedural delays/cancellations were reported.